Event description:
Same case as MFR ID: 2184052-2014-00081, 00082. Intraoperative assembly difficulty was reported. The pt was undergoing an anterior lumbar interbody fusion surgical procedure from l5-s1 using infix instrumentation. A construct was assembled in the disc space but was not yet locked. A lateral x-ray was taken to confirm position. Lucency was observed between the superior endplate and struts. The implant was removed and attempted again with the same implant with the same outcome. The implant was then removed and replaced with another and was successfully assembled and implanted. This event resulted in a 10 minute delay. There was no pt impact.

Manufacturer narrative:
(B)(6). Eval of the returned device was consistent with the reported event; manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is operational context. This is the final report will be submitted associated with this incident and device. No additional reaction is required at this time.